Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion,occlusion, prime/a33 and excessive no delivery alarm test. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit functioning properly. Unit receive with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that there was a crack from the corner out and the top of the reservoir. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump needed to be replaced. The customer also stated that they have experienced high blood glucose levels of high 400mg/dl and low 500mg/dl. The customer's blood glucose at the time of the call was 234mg/dl. The customer stated they treated with the insulin pump bolus and water. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.